Event description:
Report received of an overdelivery. The customer contact reported that the pump was programmed to deliver 250ml/hr. The nurse reported that an estimated 45 minutes after the infusion was initianted, 250ml had infused. There were no adverse patient effects and no medical interventions were required.